Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation, most likely underlying root cause: mlc-61: improper use/mishandled by end user. Note: manufacturer contacted customer in a follow-up email containing troubleshooting questions - unable to establish contact with customer at this time.

Event description:
Per customer's e-mail on 11/04/2019: dear sir/madam: I have been using your trividia trueplus pen needles, 0.25mm x 6mm and have been having an extremely difficult time with them. I have been a diabetic for over 20 years and so am use to giving myself injections. However, I have been experiencing difficulties with your needles. A lot of them have not been sharp enough to pierce my skin, whether on my stomach, arms or elsewhere. They are extremely painful and have been leaving scabs and bruises. At other times, I will get the needle inserted, but the insulin will not flow through the needle and I cannot inject it, thereby having to replace the needle and attempt another injection. In the event the issue was only with one lot, I stuck it out through a second box. I have included a picture for your review. I thought you should know of these issues in the event any of your other customers are experiencing the same issues. I intend to discuss this issue with my physician and pharmacist to see if they might change my prescription. E-mail response sent to customer on 11/04/2019 requesting customer provide contact telephone number. Per customer's e-mail response on 11/05/2019: I am not having trouble with my monitoring device. I am having trouble with your pen needles. They are not sharp enough to pierce the skin and they are sometimes blocked so that the insulin cannot get through the needle. I included a picture with my last email showing the scabs and bruises being left by your needles. I will not include my phone number as I cannot speak. I have paralyzed vocal cords.